Event description:
A report was received that the patient had an infection at the ipg site. It was noted that the patient was experiencing pain at the ipg site and the patients ipg was getting very hot. The physician believed that the infection was not device related and did not specify if it was procedure related. The patient was taken to wound care and was placed on antibiotics. Additional information was received that the patients ipg was explanted due to the patients need of fusion. The patient was doing well. Explanted ipg will not be returned.

Event description:
A report was received that the patient had an infection at the ipg site. It was noted that the patient was experiencing pain at the ipg site and the patients ipg was getting very hot. The physician believed that the infection was not device related and did not specify if it was procedure related. The patient was taken to wound care and was placed on antibiotics.